Manufacturer narrative:
Always remove all air bubbles from the pump before beginning insulin delivery. Use only humalog® or novolog® u-100 insulin. Failure to do so may result in serious health consequences. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Additionally, it was reported that the pump was not properly delivering insulin, as the customer alleged that the pump would not deliver the full bolus that was requested. Reportedly, the customer was using apidra insulin and did not perform the proper air removal techniques. Tandem technical support educated customer regarding cartridge/insulin labeling. The customer's blood glucose level was ¿high¿; specific bg value was not provided. A manual correction injection was administered to address bg. Reportedly, tandem customer technical support was unable to further troubleshoot the issue and the customer continued to use the pump for insulin therapy, however the customer will revert to long acting insulin if necessary.